Event description:
Customer rec'd readings that were lower than customer felt and lower than competitor meters. Specific readings were not provided. Customer experienced symptoms of high blood glucose and was taken to the emergency room where customer was tested with a result of over 600 mg/dl. Customer was treated with insulin, provided fluids to drink and then monitored. When glucose levels were below 300 customer was released from the emergency room. A lab comparison was completed, but the results were not available from the customer.